Manufacturer narrative:
After the incident, the device was sent to the distributor's servicing entity for evaluation and repair if needed. Another sokinox device was put in place on by the distributor in the hospital for further clinical use. The device was manufactured on 2020-05-25 and underwent a scheduled preventative maintenance pm) on 2025-01-09. The next pm due date is january 2026. The device was returned and inspected on 11 december 2025. The logs were analyzed and the device was tested for performance. The device passed all pre-use and flow sensor pressure test checks as well as a treatment simulation test. The initial reporter stated that three alarms were observed during the operation of the device. They were each investigated as described below. 1. ""Ventilator flow too high" alarm activated several times and intermittently" during operation, the hospital staff called support and were advised to connect the circuit on the humidifier. The patient flow sensor was initially connected directly to the inspiratory outlet of the ventilator instead of being at the humidifier inlet as mentioned in the user manual. 2. "Flow sensor line blocked." The patient flow sensor involved in the event has not been analyzed as it was not returned with the device. Its integrity could not be checked, as any pollution or kink/leakage in its connection tubes could explain the flow measurement disturbances observed. 3. "There was a discrepancy between the administered no volume requested by the doctor (set at 20 ppm) and the measured output volume (between 15 and 17 ppm) (no alarm was triggered)". According to the logs, the average no measurement during the treatment stayed within the device specifications of 20% as stated in the user manual (16 - 24 ppm for a 20 ppm set dose). The combined analysis of the logs and the technical inspection of the device allow to conclude there is no suspected technical malfunction. Regarding the pm due early january 2026, the device will be kept to perform this yearly service, but can then be returned to clinical use without restrictions. The ventilator involved in the patient treatment (servo-n from getinge-maquet) has been duly validated for combined use with the sokinox in hfo mode. Root cause: the observed alarms were caused by user error. The patient flow sensor was initially connected directly to the inspiratory outlet of the ventilator instead of being at the humidifier inlet as mentioned in the user manual. The cause of death is not attributed to device malfunction.

Event description:
Airgas therapeutics complaint # (B)(4). On 19 december 2025, airgas therapeutics (at) was informed that an infant died during treatment with nitric oxide (450ppm no) using sokinox device serial number (B)(6). During treatment, the staff reported a discrepancy between the dose set up (20ppm) and the dose measured (15-17ppm). The incident occurred in france on (B)(6) 2025 detailed report: the infant's gestational age was 27 weeks 1 day. She was born on (B)(6) 2025, received no treatment from (B)(6) 2025 to (B)(6) 2025. She presented from birth with a fragile clinical condition and very average adaptation to extrauterine life. She required early intubation, with an initial transient improvement. However, on (B)(6) 2025 (at 12 hours of life), a rapid clinical deterioration occurred, dominated by severe e. Coli sepsis and severe pulmonary arterial hypertension (pah), requiring intensive care with intubation, high frequency oscillating (hfo) ventilation, high ventilatory parameters, significant oxygen requirements, and a marked saturation differential (with consistently high fraction of inspired oxygen). In this context of major pah, treatment with ino was initiated. Transient technical difficulties were encountered during the initiation of ino treatment, associated with problems with ventilatory settings under hfo, with variations in pressure and ino delivery (discrepancy between the requested dose and the administered dose).the care provided during the following two days was in the context of a major deterioration that had already set in, with death occurring two days later (on the evening of (B)(6) 2025). In addition, the infant received two days of no after the incident until her death. Additional information: according to the physician, there is no link between the ino errors and the death of the infant, who was already in a very serious condition, and the transient elements of dysfunction encountered during the administration of ino over the course of two days had no direct impact on the unfavorable evolution of this infant's already very serious state of health. The patient presented with a serious condition that rapidly deteriorated in the first hours of life, independently of these events. Kinox is indicated in combination with assisted ventilation and conventional therapy for the treatment of newborns > 34 weeks gestational age with the aim of improving oxygenation. The use of kinox in this incidence is considered off label.